Manufacturer narrative:
The customer reported that an artifact appeared on images. A philips field service engineer (fse) went to the site to evaluate the system. The fse visually inspected the system and found a cracked compensator in the a-plane collimator. The fse replaced the compensator and successfully completed air calibrations to resolve the artifact issue. The fse confirmed there was no impact to the patient and there was no report of a rescan performed as a result of the artifact. The fse confirmed there was no impact to the patient as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.